Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not charging the installed battery. It was noted by the customer that the ac module and battery were both replaced in an attempt to resolve the issue but the device still failed to charge the battery. No patient involvement.